Manufacturer narrative:
The ge service rep conducted an onsite investigation. The customer canceled the service call. No further service info was provided.

Event description:
The customer reported that the system displayed poor image quality. No pt injury was reported.